Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 125 to 195 mg/dl. Customer observed symptoms of hyperglycemia such as dry mouth. Medical intervention is not required at this time. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 424 mg/dl and 381 mg/dl. Verified storage of product is within instructed specification. Test strip lot MFR's expiration date is 01/20/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: see scanned table. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.